Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad cover was found to be torn over the contrast button. During testing, the contrast button was found to be unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. The keypad cover was removed and the contrast key contact was found to be misaligned. There was evidence of contamination found under all key contacts. Evaluation revealed that there was white spot on the display lens. During testing, the display screen text was found to be dim and discolored. Additionally, evaluation revealed that the battery compartment was cracked. Unrelated to the complaint, the audio bolus button cover was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a white spot on the display lens, and the display was dim and discolored. Additionally, investigation revealed that there was contamination under all keypad button contacts. Investigation also revealed that there was a crack in the battery compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.